Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter in the np shield with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter in the np shield was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the returned samples and photographs confirmed the reported defect. There are several known sources of embedded foreign matter in injection molded components which include: the incoming resin, degradation of material and prolonged residence time in the mold.

Event description:
It was reported that bd vacutainer® multi sample blood collection needle had a brown smear embedded in the white needle cover. No serious injury or medical intervention reported.